Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue. Therapy was established post-operatively with the replacement device.

Manufacturer narrative:
A patient experiencing an increased recharge burden issue was reported to abbott. The patient reported only getting 15 minutes of therapy out a full charge and had to recharge for 4 hours. The patient underwent a revision on (B)(6) 2020 where the ipg was replaced without complications. Effective therapy was established. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg is unable to last 24 hours between charging sessions. In turn, the patient may undergo surgical intervention to address the issue.